Event description:
It was reported that the side rail of a concerto shower trolley came down. The patient fell off the trolley and sustained bruises on the arm.

Manufacturer narrative:
An arjo investigator examined the device and found it in good condition and working according to product specifications. The product has never been serviced. The manufacturer has concluded the root cause of this event is user error and lack of proper maintenance. The safety catches were not properly locked. It is stated in the operating and product care instructions that "when raising the side supports, make sure the tow catches snap into place." The product was also in need of a service/technical check. It is stated in the opi to weekly examine the shower trolley for damages and visually check that all screws and nuts are tightened and that there are no gaps. The opi also states to replace the catches yearly. The manufacturer recommends retraining of the operators of this device to the opi and to the proper maintenance described in the opi.